Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73m1800271 was manufactured on 12/10/2018 a total of (B)(4) pieces. Lot was released on 12/21/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The sample applies to tcs (B)(6). The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and no clip in the first position in the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired. The next clip was protruding from the channel. The clip was manually removed from the channel and the next clip was noticed to also be out of position. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the proximal end of the feeder was bent. The bent rotation tab, clips being out of position, and bent feeder are all indications that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips fell from applier" was confirmed based upon the sample received. One device was returned. The device was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. The sample was returned with its rotation tab bent. Upon functional inspection, no clip fired since no clip was in the first position in the channel. The next two clips were both observed to be out of position. The device was disassembled , and it was found that the proximal end of the feeder was bent. The bent rotation tab, clips being out of position, and bent feeder are all indications that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that during laparoscopic colectomy clips failed to open while loading and fell from the applier. No clips fell/remained in the patient's body.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic colectomy clips failed to open while loading and fell from the applier. No clips fell/remained in the patient's body.